Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. As the device remains implanted, lenstec was unable to perform a more thorough investigation into this complaint. There was no evidence to suggest that any aspect of this device was responsible for the reported incident. Furthermore, lenstec can confirm that our lenses are 100% inspected at final clean and if any white flocculent was present, the lens would not have been packed for shipping. Additionally, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Lenstec is unable to comment on the compatability of the injection system used.

Event description:
Lenstec received an email stating "the patient complained of swelling pain in the left eye. Under slit lamp, a little white flocculent was found on the lens."